Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. No information was provided about the impact on blood glucose level. Device was scheduled for return, and a replacement pump was expected to be sent to customer. No additional details on customer outcome were provided.